Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components: "the infusion filter prevents bacterial contamination and air from entering the purge lumen." Section: warnings and cautions: warnings: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
It was reported that a patient on impella 5.5 expired on support. The cause of death was circulatory failure due to infection. The relationship between death and impella is unknown. Although the possibility of infection due to the device was considered, the patient's underlying heart function was very poor and the patient was in a state where he was susceptible to infection.